Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a sudden loss or change of therapy and did not feel stimulation on (B)(6) 2016. She had leakage and the worst "accident" ever in the rectum. She did mention dietary changes and being under a lot of stress on the same day. Therapy was determined to not be on, so she turned it back on. The situation was resolved. The patient's indication(s) for use were bowel dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.